Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the atrial lead exhibited high impedance, poor sensing and loss of capture; the lead was fractured. The lead was capped and replaced. The patient tolerated the procedure well and would continue to be monitored.

Manufacturer narrative:
(B)(4).